Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the glidescope titanium lopro t4 blade was manufactured on 29-feb-2016 and is past the one (1) year warranty period. Due to the age of the device, and the fact that there are no repairs available, the customer was advised to replace the unit. The customer was provided with the option to have their device returned for evaluation and disposal; however, the device has not been returned to verathon for evaluation. At this time, the cause could not be determined, but it is likely that the age of the device, three (3) years, caused or contributed to the event.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope titanium lopro t4 blade was returned to verathon for evaluation. A verathon technical service representative evaluated the returned blade where they were unable to duplicate the reported disappearing image issue. When connected to a test video monitor, the device would display an image that was stable and clear with good color rendition. Since the customer received a replacement device, the returned blade was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.